Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for normal generator replacement procedure. Prior to procedure, device interrogation revealed that the right ventricular lead exhibited low impedance and noise. Noise was reproducible with isometric testing. No intervention was performed on the lead and the lead remained in use. The patient was stable throughout and would continued to be monitored.